Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2021. Investigation summary: one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or membrane of the vial stopper. Functional testing was performed and no leakage between the protector and vial was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for suspected lot 1910116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that leakage occurred between the bd phaseal¿ protector p53j and vial during use.the following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage between the protector and the vial.after attaching the protector to the vial of cytarabine, the hcp attempted to aspirate the drug solution and then found that the solution was leaking between the protector and the vial."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred between the bd phaseal¿ protector p53j and vial during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage between the protector and the vial. After attaching the protector to the vial of cytarabine, the hcp attempted to aspirate the drug solution and then found that the solution was leaking between the protector and the vial."